Event description:
It was reported that there was a volume discrepancy at first pump refill. The expected reservoir volume was 3.3 ml while the actual reservoir volume was 13.0 ml. The pt was still in the dose titration phase and still had tightness. The concentration and daily dose of baclofen being delivered via the pump were not provided. Device troubleshooting was being considered.

Manufacturer narrative:
(See scanned page).